Manufacturer narrative:
This report was found on the maude database. This report was submitted by the user facility and provides little info on the occurrence. No medwatch was received by conmed linvatec for this event. Per the info, this device remains implanted in the pt's thumb and there was no report of injury. This is a single use device sold sterile. The info for use provided with the product informs the user of the following: the c-wire orthopaedic wire is made of 316 lvm stainless steel. Removal of the wire as soon as possible following healing is important to minimize complications. This is consistent with kirschner wires and steinmann pins. Biocompatibility using the agar overlay method found the c-wire to be non-cytotoxic. A review of product history for the past 2 years found one other similar report with use of a spade tip c-wire.

Event description:
The customer reported that this wire broke in the pt's right thumb. The wire remains in the medullary joint space and is not protruding. There is no known injury to the pt.